Event description:
A pt reported blood glucose results of 318mg/dl and 112mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt was experiencing symptoms of blurry vision and feeling dizzy at the time of testing. Pt then contacted their md for medical advice and did not receive any treatment from the md. The pt also reported another blood glucose result of 296mg/dl and 116mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlolgy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.